Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting multiple call service 052/053/054/055 sleep alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the black box showed several consecutive call service 052/054 alarms had occurred. The pump powered on normally and successfully completed ez-prime steps with no alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the pcb or to the cgm module. The complaint could not be duplicated on investigation.